Manufacturer narrative:
MDR 3003442380-2024-01224-device 6 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced 6 infusion set cannula was kinked. The first and second incident happened on (B)(6) 2024 and third on (B)(6) 2024; the fourth on (B)(6) 2024; and the fifth (B)(6) 2024 and sixth event happened on (B)(6) 2024. These events occurred 6 times till 03 apr 2024. All the events occurred within 3 hours of insertion. Infusion set was in use for few hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.